Event description:
The physician's hand held and software were received for analysis on 07/02/2015. Product analysis is currently underway but has not been completed and approved to date.

Event description:
Product analysis for the dell x5 handheld was completed and approved on (B)(6) 2015.: an analysis was performed on the handheld and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Product analysis of the software was also completed and approved on (B)(6) 2015. An analysis was performed on the returned flashcard and the reported allegation and the flashcard and software performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported on (B)(4) 2015 that the physician¿s hhd was ¿freezing up.¿ this was occurring on the main start up scree. They have tried resetting the device without success. It works intermittently. The product is expected to be returned but has not been received to date.